Manufacturer narrative:
Follow up being submitted for investigation results, additional information and corrected information.

Event description:
It was reported that during testing conducted at the manufacturer service facility in (B)(4), the irrigation pump was running very weak and almost stopped. A lack of irrigation in the device is known to cause overheating. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.

Event description:
It was reported that during testing conducted at the manufacturer service facility in japan, the irrigation pump was running very weak and almost stopped. A lack of irrigation in the device is known to cause overheating. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.